Event description:
The customer contact reported sparking. The customer contact reported that after the nurse powered the device on, the device sparked and smoke was noted. There were no reported adverse effects to the nurse. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.